Manufacturer narrative:
A bec field service engineer (fse) was dispatched for this event and found a defective t-valve affecting the fluid flow to the cc sample probe and replaced the t-valve, which resolved the issue.

Event description:
A customer contacted beckman coulter (bec) in regards to reporting five (5) patient samples that were noted to have sodium (na) suppressed results with "na cal drift" or "na chem not run" error message and erroneously high glucose (glu) results that were generated on the unicel dxc 600 pro synchron chemistry analyzer. The glu results were reported out of the laboratory and were later amended. There was no affect to patient treatment. Review of qc data obtained from the customer indicated acceptable results prior to the event. The customer contacted bec customer technical support (cts) after discovering a high 3 standard deviation (sd) qc established range for glu after the event occurred. Cts determined a leaking cartridge chemistry (cc) sample probe, which is the sample probe used for the glu assay. A service request was initiated. The customer was wearing personal protective equipment (ppe) consisting of a laboratory coat, gloves, and protective eyewear when the leak was discovered. The customer was not exposed to any biohazard material. The spill was contained within the instrument.